Event description:
It was reported to vyaire medical that the bellavista unit did not alarm when the patient was disconnected from the unit. The patient¿s spo2 to decrease. The patient was intubated.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - h10: the suspect device has not been return for investigation. Vyaire tech support received a set of logs where it appears the vent was put into standby mode and then shortly after the ventilation is turned back on. The vent alarms as it should when the vent is taken out of standby mode. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned for evaluation.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation; therefore, a definitive root cause couldn't be determined. No failure detected. Unit functioned as designed. Ventilation was disconnected and turned off by the user.